Event description:
It was reported that during a filter placement procedure migration occurred. An otw green filter w/flex carrier had been selected and advanced to an unspecified location. During deployment, the filter "only opened half way and then proceeded into the right atrium". No additional patient complications have been reported. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by MFR. The complaint sample was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).